Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm, tsvwb10 was returned for investigation. The crown/abutment was also returned. Damage to the collar and threads of the implant was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported device was located on tooth site #26 (fdi) when the event occurred. Device was in use for 5 years, 3 months. Device history record (DHR) review was completed for the subject lot numbers (63161207 & 63236785). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (63161207 & 63236785) for similar event and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
Per investigation results, the implant damage and fractured at collar area.